Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter does not turn on. This medical surveillance specialist was able to contact the patient on september 8, 2010 to clarify information obtained during the initial phone call. After the power issue began (B)(6) 2010, the patient reportedly was unable to obtain her blood glucose reading on the subject and was guessing how much insulin to take for a month. One month after the product issue began, the patient reportedly felt sick, dizzy, and had frequently urination. The patient tested on a doctor's meter at "430 mg/dl" and was treated by her healthcare provider with insulin. The patient was unable to obtain a blood glucose meter until she contacted lifescan on (B)(6) 2010. Reportedly, the patient had acute complications of diabetes with highs and low when she was without a glucose meter for approximately 2 months. According to the troubleshooting performed with customer service, the power issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be associated with hyperglycemia and received medical treatment accordingly after the power issue began.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 270 mg/dl, 40 mg/dl, 104 mg/dl, and 121 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those reported by the customer were found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the device manufacture date for meter (B)(4) is unknown. The device manufacture date is the complaint awareness date.